Event description:
It was reported a csf leak was observed during the trial procedure after the initial trial lead was implanted. Subsequently, the second trial lead could not be implanted and the procedure was stopped. Reportedly, the pt was asymptomatic postoperatively; therefore no intervention was required. Follow-up identified the trial was successful and will proceed with a permanent implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.